Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that an audible snap was heard during deployment of the superion indirect decompression spacer in an implant procedure. The device was removed from the patient and separated upon disconnection from the inserter. It was noted that the patient had thick bone, which contributed to increased resistance. A new device was used to successfully complete the procedure. The original device was discarded by the medical facility and was not returned for analysis.